Manufacturer narrative:
The malfunction was identified during complaint investigation testing by manufacturer personnel. The device¿s occlusion pressure calibration was found to be out of specification. The pump will be recalibrated to correct the 30 psi setting, and confirmation testing will be performed to verify the unit meets specification. Refer to (B)(4).

Event description:
During complaint investigation testing, the device failed the 30 psi occlusion pressure test. The pump alarmed occlusion at 43.3 psi, exceeding the acceptance range of 22¿38 psi. The failure was identified during internal testing; the device was not in clinical use at the time of discovery, and there was no patient involvement or adverse event reported.